Manufacturer narrative:
The everpatch remains implanted in the patient and is not available for evaluation by the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The root cause investigation is underway and the findings will be provided in a supplemental report. Manufacturer reference #: (B)(4).

Event description:
A patient underwent glaucoma surgery on (B)(6) 2024 with implantation of a baerveldt glaucoma implant where the corneat everpatch was used to reinforce the sclera and aid the physical reconstruction of the ocular surface. During surgery, the everpatch was not visible which made it difficult to perform laser lysis. One day postoperatively the patient presented with an intraocular pressure (iop) of 50 mmhg. On (B)(6) 2024, the baerveldt device was explanted and replaced with an ahmed glaucoma shunt. Follow-up was requested from the surgeon who reports the patient may have lost vision. Additional follow-up will be requested.

Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
Additional patient follow-up was requested from the surgeon on august 29, 2024, september 5, 2024, and september 8, 2024, with no additional information received.